Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating during surgery the display output stopped working at the same time the patient went into cardiac arrest. The mx750 does not output to the external monitors. In the operating room, the monitor is positioned to one side of the room and the signal is transmitted via dvi to large tv monitors. The customer indicated this loss of image significantly complicated the CPR process and the clinical team could not see view feedback on the monitor. Later was clarified that the main screen on the monitor still displayed all measurements and there was no loss of monitoring on the monitor. However, the secondary displays were not visible and the main screen was turned away from the users as it is normally viewed by anesthesia in the suite. It was indicated the patient was asa class 3 prior to this robot-assisted bricker surgery and the patient was discharged to rehabilitation. There was no loss of monitoring from the philips monitor.

Manufacturer narrative:
E1: reporting institution phone#: (B)(6). A philips remote service engineer (rse) received logs collected by biomed from the monitor and escalated them for review by a product specialist. The r&d software team proposed an hdmi driver-specific patch for the linux kernel, which will be included in the upcoming intellivue r.0 patch 3 (r.00.03). The availability of r.00.03 will be communicated via appropriate service communication. The device was confirmed to be operating per specifications, and the reported issue was due to a driver issue of the secondary monitor. An external display is intended for use as an additional independent display for viewing and operation by clinicians and users. It provides an alternate access to the information from the monitor and is not a primary alarming device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.